Event description:
Explant of radio capitellum recon radial head. Head had been implanted 3 months when patient presented with pain. On revision the surgeon found the head was not connected to the stem.

Manufacturer narrative:
Head was returned for evaluation. Mating stem was left in patient and not available for evaluation. Evaluation of initial surgery report showed no anomalies. Evaluation of device history records showed no anomalies. Measurement of polyethylene head's dimension critical for "snap fit" association of head to stem shows no expected increase in dimension. This suggests that head may have snapped onto stem on initial implant.